Event description:
It was reported that the device had "no power." No injury or delay was reported.

Manufacturer narrative:
No medwatch received form user facility. Investigation results: the device was received and evaluated. The investigation found that the on/off switch operates intermittently and found a potential for self-activation of the shaver handpiece. The problem was related to a supplier issue which ahs been addressed.